Event description:
It was reported that an intraocular lens (iol) has a defective lens/simplicity loader. No other information was provided.

Manufacturer narrative:
Implanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. If explanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information, however, there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.